Event description:
On (B)(6) 2017, (B)(6) underwent surgery to correct a fracture of the left tibia. A biomet 9 hole 4.5 mm narrow compression plate (#8162-45-009) was attached. Mr (B)(6) followed medical advice and was seen by dr (B)(6) ((B)(6)) on several occasions to monitor progress. He began physical therapy in (B)(6). On (B)(6) 2017, he noticed a bulge at the front middle of his tibia. Dr. (B)(6) confirmed by x-ray on (B)(6) 2017 that the plate had broken. A new surgery to remove the broken plate and screws was conducted on (B)(6) 2017. The plate was broken but the screws were still attached to the bone. The broken plate was replaced with a rod and new screws. The broken plate was given to the MFR's rep on (B)(6) 2017 while at (B)(6) surgical center in (B)(6). At that time, the family requested that it receive info on the model number. The family received the model number of the plate and screws in (B)(6) from dr (B)(6). The family is submitting this for further FDA review.